Event description:
It was reported that the patient's mobile power unit (mpu) under warranty had a broken black power coord. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mobile power unit¿s (mpu) patient cable black power cord being damaged was not confirmed. No alarms were reported. The mpu (serial number (B)(6)) was not returned for analysis. Additional information indicates there are no images of the damage available, the cause of the damage was not identified, it is unknown if any troubleshooting was performed, and it is unknown whether the mpu will be returned for further analysis as the mpu has not been returned by the patient. The root causes of the reported event were unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 2, entitled ¿system operations¿, and section 2 of the heartmate 3 patient handbook, entitled ¿how your heart pump works¿, states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.